Manufacturer narrative:
The philips remote support (rse) contacted the customer and they confirmed that no sound was coming from the device. The rse sent out an replacement speaker to the customer to solve the reported issue. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). H3 other text : philips remote support only- material only.

Event description:
The customer reported a speaker malfunction no sound coming from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.